Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 20 mg/dl with blurred vision and confusion associated with an alleged prime issue. Reportedly, the patient remained on the pump and was treated at the hospital with intravenous glucose by their health care provider. During troubleshooting with customer technical support, it was found that the patient primed while still attached to the pump. This complaint is being reported because the patient experienced hypoglycemia associated with use error (attached while priming) and not malfunction of the pump.